Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. In addition, a cartridge alarm 06 occurred. The customer's blood glucose level was 109 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.